Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR(device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. Dhrs for all omni test strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that omni strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and omni test strips. No further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened, and a physical investigation will be performed. This also serves as a correction report. (Pma510k#) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported that for months prior to contacting adc, he had been receiving readings on his two adc blood glucose meters that were lower than he felt, reporting readings ranging from 150 mg/dl to 250 mg/dl. Customer additionally reported that in the beginning of november, he began experiencing symptoms described as "sweating, shaking, sleepiness, mentally cloudy. Customer tested on both of his adc meters and obtained readings of 220 mg/dl and 240 mg/dl. Customer reported he "felt the readings were off" so he used a competitor brand meter and obtained a result of 'hi' (reportedly greater than 700 mg/dl). Customer self-treated with 10 units of humalog insulin, and 1 hour later, obtained a subsequent reading of 685 mg/dl on the competitor meter and self-injected 5 units of humalog insulin. After 45 minutes, a competitor brand meter reading of 675 mg/dl was obtained and customer "at 6-8 french fries" and told his maintenance man that he "wasn't feeling well". Two hours later, the maintenance man found the customer "passed out" and called the paramedics. Customer was transported to a hospital where a lab result of 742 mg/dl was obtained and he was admitted into ICU and "given a breathing tube, intravenous fluids, 'chemical coma', and (unspecified) antibiotics". Customer was discharged from the hospital 10 days later and after two weeks, underwent occupational therapy and physical therapy. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customers report of "beginning of (B)(6)". Note: that the customer reported having two freestyle lite meters, however the customer was not able to provide meter serial numbers. This report is related to the meter where the reading of 240 mg/dl was obtained on. A MDR will be filed for the other unknown freestyle lite meter related to the reading of 220 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that for months prior to contacting adc, he had been receiving readings on his two adc blood glucose meters that were lower than he felt, reporting readings ranging from 150 mg/dl to 250 mg/dl. Customer additionally reported that in the beginning of (B)(6), he began experiencing symptoms described as "sweating, shaking, sleepiness, mentally cloudy. Customer tested on both of his adc meters and obtained readings of 220 mg/dl and 240 mg/dl. Customer reported he "felt the readings were off" so he used a competitor brand meter and obtained a result of 'hi' (reportedly greater than 700 mg/dl). Customer self-treated with 10 units of humalog insulin, and 1 hour later, obtained a subsequent reading of 685 mg/dl on the competitor meter and self-injected 5 units of humalog insulin. After 45 minutes, a competitor brand meter reading of 675 mg/dl was obtained and customer "at 6-8 french fries" and told his maintenance man that he "wasn't feeling well". Two hours later, the maintenance man found the customer "passed out" and called the paramedics. Customer was transported to a hospital where a lab result of 742 mg/dl was obtained and he was admitted into ICU and "given a breathing tube, intravenous fluids, 'chemical coma', and (unspecified) antibiotics". Customer was discharged from the hospital 10 days later and after two weeks, underwent occupational therapy and physical therapy. There was no report of death or permanent impairment associated with this event.